Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain after 1 week. Region 47 vollständig eingeheilt, 46 verlust.